Event description:
It was reported that prior to a procedure at the user facility the blade mount lever of the device disassembled and the blade remained stuck in the handpiece. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that prior to a procedure at the user facility the blade mount lever of the device disassembled and the blade remained stuck in the handpiece. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported disassembly of the blade mount lever was confirmed by a manufacturer repair technician through visual inspection. Upon disassembly, it was found that the barrel was fractured at the lever mount, which can lead to the reported event and can be caused by a material fatigue issue or impact.